Event description:
It was reported that while the pt was traveling in the car, the ventilator shut down with an audible alarm due to a battery empty condition. They thought the ventilator was running on the cigarette lighter plug when it really was not. The pt was air lifted to the hospital. No pt harm reported. The respiratory therapist stated the dc adapter and ventilator passed testing.